Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was patient reported they had been trying to get an MRI and mra and they couldn't get the fully charged devices to find each other. The patient reported getting "trying to locate device or something like that" and it thinks for a few seconds and then reported getting communicator not found message. Patient confirmed not charging communicator while trying to use it. Patient reported seeing app timed out message on the call. Agent reviewed how to end session, and re-enter app. Reviewed steps to connect with implant and patient confirmed handset/communicator successfully paired and patient successfully connected with their implant. Patient stated they do not feel stimulation at all but confirmed still getting 50% reduction in symptoms. Agent reviewed stimulation/therapy overview and expectations. Patient successfully activated/deactivated MRI mode on the call. Following turning therapy back on once deactivated MRI mode, patient confirmed could feel stimulation. Patient inquired why they are not able to activate MRI mode in MRI suite. Agent reviewed steps and considerations of potential inference and reviewed considerations to try connecting/activating MRI mode prior to going into MRI appointment. Patient stated they tried different steps yesterday morning when trying to connect and were not able to connect to place device into MRI mode at that time. Patient stated yesterday they could not connect to activate MRI mode and mentioned they were in the hospital for all of last week and at least once they made it down into the MRI suite and they couldn't get MRI mode activated at that time either. Patient will call back if needing assistance with activating MRI mode again. Emailed patient MRI mode instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.